Event description:
It was reported that during a bronchial stenting procedure, positioning problems were encountered. It was noted that this was a "multiple stent case". The lesion was located in the bronchus, however, which bronchus is unk. It was noted that the physician was "not 100% confident" that the stent could be placed in the intended location. It was not known if any attempt was made to place a stent in the bronchus, however, it was noted that ultimately no stents were implanted in the bronchus. The ultraflex tracheobronchial 10mm x 2 mm stent delivery sys was advanced to the trachea. Utilizing fluoroscopic visualization, the physician noted that radiopaque markers appeared to be in position and the stent was "slowly" deployed. While deploying the stent, it was noted that the stent was "difficult to see under fluoroscopy". Following deployment it was noted that the stent had been deployed "approx 1 cm north of where the marks were". The stent was able to be removed by unspecified means. Upon inspection, it was noted that the "stent was kinked". The physician was "not comfortable attempting a second stent" placement". The pt's status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.